Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was shorting out. A field service engineer replaced the drawer controller to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 5 was shorting out and cabinet was not detected on bus. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.